Event description:
A hospital reported to a company representative that a patient had passed away. The cause of death was unknown. Programming data reviewed for the patient's device indicated proper function of the device over the available history. A battery life calculation estimated approximately 5.8 years life remaining until the device reached near end of service. No additional relevant information has been received to date.